Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: the drill was damaged during drilling into the bone. The broken drill tip remained inside the patient bone.

Event description:
As reported: the drill was damaged during drilling into the bone. The broken drill tip remained inside the patient bone.

Manufacturer narrative:
The reported event could be confirmed during the investigation. The device inspection revealed the following: the identification of the returned drill could be confirmed based on the catalog # and the lot # marked. The tip of the drill is broken, the detached fragment has not been returned as it remained inside the patient. The surface of the breakage give indication of a sudden brittle fracture, resulting most probably from excessive bending and/or torsional load. Dimensional and material integrity inspection has shown the device to be within specifications. Based on investigation, the root cause was attributed to an user related issue. The breakage of the instrument was most probably a result of excessive bending and/or torsional load. It must be noted that due to the absence of x-ray images it was not possible to make any statement regarding hard bone or any other patient related condition as a possible factor influencing the breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.